Event description:
D: rv bipolar pacing impedance 1000 ohms (measured 1007 ohms). Alert limit is programmed 1000 ohms contrary to mdt recommendation of 3000 ohms. Caller provided patient's device serial number and permission to check transmission. R: reviewed transmission and found no indications of rv lead integrity issue. No short vv intervals or nonsustained episodes. Gradual pacing impedance increase with threshold increase over time while rvtip to rvcoil vector has remained stable and steady state. Impedance and threshold gradual rise started (B)(6) 2022. Discussed possibility of patient medication change that could affect blood chemistry and lead/patient interface. Noted patient paces only 10% of the time in the rv. Discussed consideration for evaluating rvtip to rvcoil vector viability though noted rv bipolar integrity still appears intact. Discussed that rv bipolar impedance will continue to trigger alerts unless alert threshold is readjusted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).